Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power cord and sparking was present. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One power supply and one power cord model was received for evaluation. Visual inspection revealed the power supply was frayed and wires were exposed. No other discrepancies or discernible damage to the returned power cord. Customer also reported sparking was present. It was determined to be confirmed due to the exposed and frayed wires on the power supply. Root cause of sparks being produced when the unit was powered on concluded to be the physical state of the power supply being frayed when it was returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.